Event description:
It was reported that the patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain and fracture of the femoral stem. During the revision, the acetabular components were noted to be without issue and were left in place. An extended trochanteric osteotomy was performed to remove the femoral stem. Cerclage wires were used to stabilize the femur, and the stem and head were replaced without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4) d10 ¿ revitan prox. Spout 65; item# 01.00401.065, lot# 2356718; cocr head 36/+8 'xl' 12/14; item# 01.01012.368, lot# 2299480; unknown shell; item# unknown, lot# unknown; unknown liner; item# unknown, lot# unknown. G2 ¿ foreign ¿ switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The stem and the head were returned for examination. The stem was received disconnected at the connection between the connection pin and the distal part; the proximal part and the connection pin were still assembled. The head shows countless scratches on the articulating surface and close to the rim. A series of instrument marks as well as some fretting corrosion trails are visible on the side of the head. Some milky, opaque areas are visible on the head most likely due to the contact with the acetabular cup. The distal and proximal parts of the stem show damages from the revision surgery in the form of scratches and nicks. No bone ongrowth can be seen on the anchoring surface of the proximal part. The proximal part shows a deeper scratch on top of the neck, as well as some discoloration stains all around the neck. Bone attachments can be found on the most distal area on all four anchoring surfaces of the distal part. On the lateral side of the distal part, there are revision damages in the form of a cut and a drill hole. The cut was most likely caused during osteotomy, while the drill hole was used to remove the stem. The press-fit region of the connection pin is not anymore in its original condition and shows scratches, polished areas, and fretting corrosion. The face surfaces of the distal and the proximal parts are partially polished and worn. Further, the anterolateral wall in the distal drill hole shows signs of wear most likely deriving from contact with the loosened pin. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device used for treatment. Medical records were provided and reviewed by a health care professional. The patient underwent an initial right total hip arthroplasty, however no medical records or further documentation related to this implantation has been provided. Later on, the patient underwent x-ray and magnetic resonance imaging examination due to increasing right hip pain. According to the medical documentation received, the results of these examinations point to a possible fracture of the connection pin of the stem; therefore, the patient was recommended for revision surgery. In conclusion, based on the investigation a dissociation of the connection pin of the stem from the distal part is confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.